Manufacturer narrative:
One opened probe was received. The returned sample was visually inspected and found non-conforming with the probe needle slightly bent and foreign material on the port face and on the needle. The sample was then functionally conforming for actuation, aspiration and cut and was found to be non-conforming for all three functional tests. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. The inner cutter was observed to be slightly bent. Gouge marks were observed at the cutting edge, bend area and a couple other locations along the inner cutter. The sample was tested with a syringe and no resistance was felt. The sample was retested for aspiration and actuation with the probe driver and was able to aspirate and actuate. The initial aspiration and actuation tests failed due to an interference in the aspiration path and once the interference (bent needle and shell) was removed the probe was able to aspirate. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. The complaint evaluation confirmed that the probe had a cut issue and also indicated that the probe had an actuation issue. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration issue. The most likely root cause for the observed non-conformance is from the bent needle and bent inner cutter. A bent inner cutter can impede the movement of the cutter shaft. If the inner cutter remains in the closed position and is unable to retract due to the interference aspiration flow will be impacted. This interference is present as observed from visual condition of the inner cutter. After the probe was disassembled (bent needle and shell removed), the probe was able to actuate and aspirate. The exact root cause of the bent needle and inner cutter cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. An exact root cause for the bent needle and the bent inner cutter was not determined from this evaluation, therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the vitrectomy probe did not cut during a vitrectomy procedure and the aspiration was working. The product was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected. This is one of two reports for this surgeon.